Event description:
Customer reportedly received results of 500 mg/dl and 300 mg/dl within 10 minutes on the advantage system. A lab value of 115 or 120 mg/dl was also drawn within 10 minutes of the comparisons. Controls were run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.